Manufacturer narrative:
Batch review performed on 24 may 2018: lot 147697: (B)(4) items manufactured and released on 16 february 2015. Expiration date: 2019-12-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 2 r reference 02.07.1202r (k090988); lot 162182: (B)(4) items manufactured and released on 25 may 2016. Expiration date: 2021-05-08. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 2 reference 02.07.0034rp (k090988); lot 160950: (B)(4) items manufactured and released on 09 may 2016. Expiration date: 2021-04-25. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed sphere flex size 2/14 mm r reference 02.12.0214fr (k121416); lot 168343: (B)(4) items manufactured and released on 28 february 2017. Expiration date: 2022-02-09. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year and 9 month after primary the surgeon revised the patient joint for a infection. All the devices swapped successfully. The pathogen is staphylococcus